Event description:
The system 7 dual trigger rotary was sent for eval due to leaking an unk substance at the customer account. The event did not occur during a surgical procedure. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
A clean, lube and adjust was performed and the device was returned to the customer.